Event description:
It was reported that during the implant procedure, the pulse generator exhibited noise on both the atrial and ventricular channels. The device was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).